Event description:
Two endeavor rapid exchange (rx) drug eluting stents were implanted during the index procedure; one in the mid rca and one in the mid lcx. There were two endeavor (rx) drug eluting stents implanted in the proximal lad approximately 3 weeks post index procedure during a staged procedure. It is reported that the second endeavor stent implanted in the proximal lad was to treat complications of a dissection after the previous stent. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that an mi occurred one day post staged procedure. Mi was in the territory of the target vessel. No further details are available. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1.5 year, 2 year, 2.5 year and 3 year follow up's. Ref MFR# 9612164-2011-01414, 9612164-2011-01415, 9612164-2011-01416, 9612164-2011-01417.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi). (B)(4).